Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 45 mg/dl. The customer was treated with the insulin pump. The auto mode was not active. The customer declined the high blood glucose troubleshooting. There was sensor updating alarm. The insulin pump will not be returned for analysis.